Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 4720431 02-012-41-3020 - logic tibia traptray cem sz 3f/2t. 4801312 02-010-01-0230 - logic femoral ps cem left sz 3. 4819225 200-02-32 - three peg patella 32mm. Non-exactech hv cement x. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01006. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 61 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain and instability. Revision surgery operative notes were provided. Post operative diagnosis noted aseptic loosening tibial component and osteolysis. Intraoperatively the surgeon observed significant synovitis and wear of the liner. The femoral component was noted to be fixed but easily removed and with significant fibrous tissue and osteolysis laterally. It was noted there was no evidence of infection. The patella was noted to be well fixed but with some wear and with some osteolysis. No surgical or medical interventions were reported. No additional information is available.